Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing thresholds on the right ventricular (ra) lead connected to this device were high. It was also noted that shock impedances had increased for several months, eventually reaching greater than 130 ohms, and then decreased again. When the patient was evaluated, it was noted that impedances had been within range for the past several months. No interventions were reported. The device and rv lead remain in service. No adverse patient effects were reported.